Manufacturer narrative:
Clinical evaluation performed by medical affairs on 09 february 2018: insert revision in tka 2 years after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 19 february 2018 lot 125238: (B)(4) items manufactured and released on 24 january 2013. Expiration date: 2017-12-31 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability about two years after. The patient became loose over time. The surgeon swapped the liner from a 10mm to a 14mm. The surgery was completed successfully.